Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failure. The customer's blood glucose value was unknown. The insulin pump stopped working for a few minutes the work resumed. The customer performed the self test action and hardware low level failure occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 63 alarm (variable info=3) confirmed in the device history due to broken trace.